Manufacturer narrative:
In box e: reporting institution name, reporting address line 1, reporting address line 2, reporting address city, reporting address state, reporting address postal has updated. In box g: report source - other has updated. In previous report, reporter captured incorrect information. It has corrected in this report. In box h: component code grid has corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged squamous cell carcinoma of the tongue and pneumonia. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.